Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation summary: this is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Customer returned (700) 3/10cc, 8mm, 31g syringes in sealed poly bags with the shelf cartons from lot # 0238284. Customer states that the needle gets stuck in the cap. Thirty out of 700 returned syringes were tested and no hub assembly separated from the barrel when the shield was removed. Root cause: bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using bd ultra-fine 2 insulin syringes, 3/10ml x 8mm hub separates from device. This occurred on 7 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported: needle gets stuck in cap.